Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred during a clinical tlif study procedure. It was reported that the 7mm long catalyft cage was loaded onto the inserter, loaded it with autologous bone graft. Image guidance was utilized to insert implant into desired location in l4/5 disc space. The cage expanded, the handle was making screeching sound like it was about to torque limit, but would then slip. It was tried several times to get the definitive click sound of the torque limiting handle. It was realized that a step had been missed in following the tlif study protocol, and infuse had not yet been placed in the interspace. The expansion driver was used to lower the implant height and a slap hammer was used to explant the cage. During re-implantation it was discovered that the device wouldn't expand at all. So another 7mm cage was opened, which worked fine and torque limited with ease. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part# 6068076 lot # 0954066w visual and microscopic inspection confirmed the spacers threads have been damaged. It appears the screw damage/deformation is due to torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.